Event description:
Sorin group (B)(4) received a report that three hours into a procedure, the reservoir filter became clogged resulting in an inability to maintain adequate flow. There was no pt injury.

Manufacturer narrative:
Sorin group (B)(4) manufactures this custom perfusion pack. The eos oxygenator is a component of the custom perfusion pack. The 510(k) number for the eos oxygenator is k043323. The incident occurred in (B)(6). This medwatch is being filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that three hours into a procedure, the reservoir filter became clogged resulting in an inability to maintain adequate flow. There was no pt injury. The pt's blood temperature was decreased to 18 degree celsius, the device was changed out and the procedure was completed without further problems. The facility has reported this event to the (B)(4). This medwatch is being filed as a result of this action. Sorin group (B)(4) has requested that the device be returned for evaluation. The investigation is ongoing. A follow-up report will be filed with the investigation is complete.